Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm related to a pressure sensor mismatch. There was no harm or injury reported. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) installed the flow sensor on the trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. E-384 did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the machine flow sensor operates as designed. The trilogy evo machine flow sensor has been scrapped.

Event description:
The manufacturer received information alleging a ventilator service required alarm related to a pressure sensor mismatch. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.